Manufacturer narrative:
Alleged failure: biosteon screw's thread cut and broken while putting in the tibial fixation. Air meniscal repair implant unlocked from the thread before using in the meniscus. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: ) suture compromised/frayed during attempted insertion, excessive force applied on suture, or excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.

Event description:
It was reported that the anchor came apart from the suture. Per investigation results it was reported that the anchor broke. Per additional information received, all pieces were retrieved, however the other anchor was left loose in the joint.